Manufacturer narrative:
Patient/family was the initial reporter, so personal information was not entered.

Event description:
The customer received a blood glucose reading of 274mg/dl on the contour next ez and took 3 units of humalog. He then felt weak and shaky. He retested and received a reading of 51mg/dl. He went to the doctor where his blood glucose was tested at 87, and again tested on the contour next ez with a reading of 200mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. There was no evidence of an adverse event. The customer could not provide strip information because they were discarded. The customer had already gotten a new meter.